Event description:
A malfunction was reported, identified by the code "malf 12," but there was no notable event prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in the process, and verified that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared.